Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood were observed. Minute charred tissue particles were observed on the jaws. The heater wire on the hot jaw was slightly flexed but remained attached at the base and the tip of the jaw. The insulation on the hot jaw was cracked. There was no peeling of the insulation observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues. Based on the condition of the device as returned and the results of the evaluation, the reported failure mode ¿device remains activated¿ was not confirmed but was confirmed for the analyzed failures "bent wire" and " cracked insulation'.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro activated and would not turn off. They tried a second hemopro and it happened again so there will be two reports, one for each hemopro. They finally got a new cord and did not have a problem with the 3rd hemopro. The hospital did not report any patient effects. Related to (B)(4).

Manufacturer narrative:
(B)(4). (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro activated and would not turn off. They tried a second hemopro and it happened again so there will be two reports, one for each hemopro. They finally got a new cord and did not have a problem with the 3rd hemopro. The hospital did not report any patient effects. (B)(4).